Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. It was confirmed that the phenomenon was not observed after inspection and the device works normally. Additionally, they also stated that corrosion of the electrical contacts of the output connector, liquid residues, or connection failure with the light source could result in the phenomenon. The instruction manual identifies the following related verbiage: 9.2 troubleshooting guide: b30 scope communication error: cannot communicate with endoscope. Stop using the endoscope and contact olympus. 6.9 termination of the operation: if disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder. 9.2 troubleshooting guide: e216 scope communication error. Scope communication err e216. Reconnect the equipment the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The user facility reported that the problem occurred once and did not occur again; no further assistance was requested by the user facility and a likely cause was not provided. As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that a "b30" error and "e216" error occurred during preparation for use. This report is submitted due to the reported malfunction of a b30 error. There was no patient injury, associated with the problem, reported to olympus.